Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege after implant of the device, plaintiff experienced severe pain and discomfort, her implant began making a clicking and popping sound, and exhibited the symptoms of a loose implant.